Manufacturer narrative:
Follow-up information received on 13-jun-2016 from health authority with additional information on 15-jun-2016 from physician: (B)(4). The physician stated that the patient was unknown (initials were unknown). Case considered closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 15-jun-2016 for the following meddra preferred term: pelvic discomfort. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had 2 essure (fallopian tube occlusion insert) inserted in the same fallopian tube and had heavy bleeding (interpreted as genital bleeding) that stopped quickly, and heaviness on right side (interpreted as pelvic discomfort). A laparoscopy was performed for removal of implants. These events were considered serious due to their medical importance and are listed in the reference safety information for essure. In this particular case, the patient had 2 essure inserts implanted in the same fallopian tube. Considering that bleedings may occur during essure therapy and that in this case, there is also the fact that 2 implants were inserted in the same fallopian tube, a causal relationship between heavy bleeding and essure cannot be excluded. The exact side in which the patient had the 2 inserts was not specified. However, considering the nature of the event heaviness on right side, and lack of alternative explanation, a contributory role of essure cannot be excluded. This case was initially not regarded as incident, and upon receipt of follow up information the case was upgraded to incident since device removal was reported. The outcome of the technical assessment resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 22-feb-2016 who had 2 implants of essure (fallopian tube occlusion insert) inserted in the same tube 3 months prior to the report ((B)(6) 2015). The consumer had 2 essure implants inserted in the same tube under general anesthesia and no implant was inserted in the contralateral side. On (B)(6) 2016 she had an appointment with the surgeon and reported post-surgery contraction-like pains which were treated with doliprane (paracetamol) and resolved. She also presented with heavy bleeding which stopped quickly. The consumer felt heaviness on right side, but no pain. Follow-up information received on 08-apr-2016. Case upgraded to incident. The patient had laparoscopy for removal of implants by another surgeon (unknown name): intervention required. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had 2 essure (fallopian tube occlusion insert) inserted in the same fallopian tube and had heavy bleeding (interpreted as genital bleeding) that stopped quickly, and heaviness on right side (interpreted as pelvic discomfort). A laparoscopy was performed for removal of implants. These events were considered serious due to medical importance and are listed in the reference safety information for essure. In this particular case, the patient had 2 essure inserts implanted in the same fallopian tube. Considering that bleedings may occur during essure therapy and that in this case, there is also the fact that 2 implants were inserted in the same fallopian tube, a causal relationship between heavy bleeding and essure cannot be excluded. The exact side in which the patient had the 2 inserts was not specified. However, considering the nature of the event heaviness on right side, and lack of alternative explanation, a contributory role of essure cannot be excluded. This case was initially not regarded as incident, and upon receipt of follow up information the case was upgraded to incident since device removal was reported. A product technical complaint analysis and further information are being sought.

Manufacturer narrative:
Follow-up received on 13-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had 2 essure (fallopian tube occlusion insert) inserted in the same fallopian tube and had heavy bleding (interpreted as genital bleeding) that stopped quickly, and heaviness on right side (interpreted as pelvic discomfort). A laparoscopy was performed for removal of implants. These events were considered serious due to medical importance and are listed in the reference safety information for essure. In this particular case, the patient had 2 essure inserts implanted in the same fallopian tube. Considering that bleedings may occur during essure therapy and that in this case, there is also the fact that 2 implants were inserted in the same fallopian tube, a causal relationship between heavy bleeding and essure cannot be excluded. The exact side in which the patient had the 2 inserts was not specified. However, considering the nature of the event heaviness on right side, and lack of alternative explanation, a contributory role of essure cannot be excluded. This case was initially not regarded as incident, and upon receipt of follow up information the case was upgraded to incident since device removal was reported. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information ise being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.